Event description:
It was reported that the patient presented in a junctional heart rhythm and symptomatic bradycardia. Upon interrogation, there was no output and telemetry was not possible. It was also reported that the battery depleted rapidly during the five months prior to explant. No patient complications have been reported as a result of this event.